Event description:
The customer initially reported that the unit would only acquire one 12-lead waveform when they were attempting to perform 12-lead diagnosis.

Manufacturer narrative:
Subsequently the customer reported to philips that the initial reported issue was the result of a user misunderstanding and that the unit had not malfunctioned. No additional issues have been noted regarding this device. The staff has been re-trained on electrode placement.